Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor device underwent a thorough analysis. The cylinders and pump were microscopically examined and leak tested. No anomalies were found with the pump. Microscopic testing of the cylinders found wear at fold in the middle of the cylinders. One cylinder had a hole at the corner of a fold in the middle of it. This cylinder did not pass leak testing due to the hole. Based on the information available and analysis results, the hole and leak identified in the cylinder could have caused or contributed to the reported clinical observation of inflation problem.

Event description:
It was reported that the cylinders of this ambicor penile prosthesis (app) exhibited inflation issues. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Event description:
It was reported that the cylinders of this ambicor penile prosthesis (app) exhibited inflation issues. A revision surgery was performed to explant and replace the device. No patient complications were reported.